Event description:
Richard wolf medical instruments sales representative reported the following: instrument broke and a metal fragment was left behind in patients l5 s1 disc. The fragment was discovered on a subsequent MRI and retrieved a month later successfully by dr. (B)(6). Dr. (B)(6) (facility) reported via risk management "that the patient is doing well, recovering fine."

Manufacturer narrative:
Richard wolf medical instruments corporation (rwmic) received a photo of the broken rongeur, a piece of material is missing from the rongeur (near jaw). Rwmic did not receive a photo of the broken (retrieved) piece. At this time, we cannot confirm that the retrieved piece came from the broken rongeur. Facility verbally reported that the part retrieved from the patient did not match size and shape missing from rongeur. Facility could not determine if a visual inspection of the device was performed before and after procedure. Facility could not confirm that the retrieved piece came from the broken rongeur. Return authorization number was provided to facility. A complete investigation will be performed when the device and broken piece is received and evaluated.